Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Per follow up with the patients clinic, the patient has been unreachable since the event and no intervention have been scheduled or performed as a result. The lead remains in use. No patient complications have been reported as a result of this event.